Event description:
Early battery depletion was reported. The device was removed from service and returned to the manufacturer for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Follow-up with the user facility revealed that this event did not meet their MDR reporting threshold. Evaluation summary: the reported battery depletion was confirmed during preliminary analysis. Further analysis could not detect the source of the current drain. The root cause for the premature battery depletion could not be determined. Other text : early battery depletion was reported. The device was removed from service and returned to the manufacturer for analysis. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination; device was out of specification in a manner that relates to event premature eri (elective replacement indicator).

Event description:
Early battery depletion reported. The device was removed from service and returned to the manufacturer for analysis. No patient complications have been reported as a result of this event.